Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. The technical support specialist (tss) mentioned that the issue might be resolved from the hospital information technology. Tss dialed into the application server, opened the sql service management studio and ran a server downtime query. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations on critical override and this was a site-wide issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.